Event description:
It was reported that this right ventricular lead exhibited high out-of-range shock impedance measurements. Upon review, it was noted that in the past year, the impedance measurements were constant. Troubleshooting options were discussed and recommended. At this, the product remains in service and no adverse patient effects were reported.